Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and reported the connector would not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, connector won¿t latch) was isolated to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon investigation, the electrode belt was unable to complete an ECG fall-off test. The root cause for the damaged cable was excessive force. There was no adverse event that resulted from the damaged belt.